Manufacturer narrative:
Insulin pump unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor (gold). Motor passed motor test. Insulin pump received with scratched lcd window, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error during bolus delivery. Through troubleshooting customer was able to clear the alarm and complete the rewind sequence. Customer's blood glucose reading at the time of the call was 600 mg/dl. Customer was advised to revert to a back up plan and the insulin pump is being replaced.